Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted. H

Event description:
The surgery center reported that a laser vision correction patient experienced a difficult/sticky flap creation on the left eye (os) and suction loss with a patient interface (pi) during a laser treatment while the laser was firing. The surgery center indicated after the suction loss occurred, the pi was re-applanated but was unable to lift the flap resulting in an incomplete flap and aborting the procedure. The patient's chief complaints were of pain due to corneal erosion and irritation the following day. There was no loss of best corrected visual acuity (bcva) noted. The patient procedure was postponed and is to be converted to a photorefractive keratectomy (prk). Pre-op; bcva from (B)(6) 2017: right eye pre-op 20/20 -2.50 x -.50 x 15; left eye pre-op 20/20 -2.50 x -.50 x 15.